Manufacturer narrative:
(B)(4).this complaint for a system error 2240 (air in set) is not confirmed because disposable set was not returned to baxter for evaluation. The assignable cause is undetermined.

Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240/2367 (air in set) on the home choice (hc). The caregiver (cg) stated, the home patient (hp) had the alarm the previous night. The hp did not know which drain she was in but just turned the machine off. The technical service representative (tsr) explained the alarm and possible causes. The tsr advised to do manuals and notify the registered nurse (rn). There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample was discarded. The lot number is unknown; therefore a batch review will not be conducted. If additional information becomes available, then a follow up MDR will be submitted.